Event description:
(B)(4). A few months after getting essure, I started suffering from anxiety, depression, metallic taste in my mouth, dizziness, pelvic pain, heavy menstrual bleeding, irregular periods, fatigue, (B)(6), low vitamin d, boils and pelvic pressure. I also had a pulmonary embolism. I still have all of the symptoms except the embolism.